Event description:
The pump was returned for evaluation. Upon investigation, the pump was functioning properly. Log files were able to be retrieved from the device with no issues. Due to the growing number of related som issues regarding flow core and linux core crashes; it was decided that the som would be removed from the pump and sent out to a third-party lab for investigation.

Event description:
Pump problem reported. Preliminary evaluation of the device logs shows the following: processor hardware failure (linux core) this did not stop an active infusion. Fresenius kabi is reporting this as a conservative measure. No adverse event was reported. Further information is needed to complete the investigation.